Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2018 and suture was used. During the surgery, when they tried to use the suture, it breaks. No adverse patient outcome reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device evaluation summary: received 2 opened folders for code nw5081 lot v4008. The actual suture and needle were not returned for investigation. Retain samples of incident code and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The retain samples were tested for needle pull-off and knot pull tensile strength and values were found to meet the usp specification requirements.